Manufacturer narrative:
The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review and color doppler from aortic valve showing central regurgitation. The reported event was confirmed based on provided imagery. Due to unavailability of valve serial number, DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. An existing technical summary written by edwards lifesciecnes documents the root cause analysis on valve stenosis and increased gradients over the time in patient. Per technical summary, stenosis and increased gradient across the valve are common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of stenosis and increased gradients. These include patient factors (age, disease state, pharmacological intervention, bmi (body mass index), tobacco use etc.), and mechanical stress related to the valve's hemodynamic performance. Furthermore, evaluation of reported similar complaints did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigation's have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. In addition, the technical summary outlines the extensive manufacturing mitigation's in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve post-procedure and follow-up assessment. As reported, the aortic valve was well seated with possible stenosis (not confirmed), mean gradient (mg) 27, no thrombosis. Per follow up, the patient had medical history of dyslipidemia, which is a risk factor of bioprosthetic tissue calcification. Calcified leaflets can impact the thv function by interfering with proper coaptation (e.g. Leaflet thickening), resulting in central regurgitation and the consequently increased gradients. Per information received, the patient had medical history of dyslipidemia, which is a risk factor of bioprosthetic tissue calcification. Calcified leaflets can impact the thv function by interfering with proper coaptation (e.g. Leaflet thickening), resulting in central regurgitation. As such, available information suggests that patient factors (dyslipidemia) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Additional information: the reported central regurgitation and increased gradients occurred as a potential consequence of pannus.

Manufacturer narrative:
Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the central regurgitation and increased gradient may have been caused by pannus. The cause of the pannus is unknown. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Additional information: a2 birthdate.

Manufacturer narrative:
The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review and color doppler from aortic valve showing central regurgitation. The reported event was confirmed based on provided imagery. Due to unavailability of valve serial number, DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Per information received, the patient had medical history of dyslipidemia, which is a risk factor of bioprosthetic tissue calcification. Calcified leaflets can impact the thv function by interfering with proper coaptation (e.g. Leaflet thickening), resulting in central regurgitation. As such, available information suggests that patient factors (dyslipidemia) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing. Device not returned h3 other text : device remains in use.

Event description:
As reported, on post operative day 1050, the patient was presented to emergency room with heart failure secondary to persistent tachyarrhythmia with an elevated bnp of 8300. The patient was admitted and given IV lasix and also, doses of motoprolol were administered. They observed trivial paravalvular regurgitation and mild to moderate valvular prosthesis regurgitation and the event was resolved.